Manufacturer narrative:
It was reported that a 57-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a smartablate¿ system irrigation pump (us) and the patient suffered air embolism and electrocardiogram st segment elevation requiring medical intervention and prolonged hospitalization. During an afib case, an air embolism was noticed after the thermocool® smart touch® sf bi-directional navigation catheter was finished ablating, and "everything" was pulled to the "right side". Caller reported the air embolism was discovered when the patient¿s pressure/st elevation dropped. The air embolism was confirmed by eco. They confirmed that air was in the left side of the ventricular. Medical intervention provided was medication was administered to the patient and the patient¿s head was lowered and the feet were elevated. The patient was reported to be in stable condition. Additional information received indicated the physician was unsure what the exact cause of the event since it was discovered at the end of the case. He believed it could have been the sheath and went with another option for his next case to ¿rule it out¿. He is a single transeptal user so he considered air could have been introduced during the multiple sheath exchanges but was unsure if this could be the cause due to the amount of air seen. The outcome of the event was that the patient¿s condition improved with st elevation and pressures returning to normal. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the device tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Per the event, several tests were performed. The carto 3 features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. The electrical test was found within specifications. The functional test of the side port was performed, and no issues were observed. No malfunctions were observed during the product analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number for product code d138501 (carto vizigo" 8.5f bi-directional guiding sheath - small). Importer report number # 2029046-2021-50007 product code m490008 (smartablate" system irrigation pump (us)).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a smartablate" system irrigation pump (us) and the patient suffered air embolism and electrocardiogram st segment elevation requiring medical intervention and prolonged hospitalization. During an afib case, an air embolism was noticed after the thermocool¿ smart touch¿ sf bi-directional navigation catheter was finished ablating, and "everything" was pulled to the "right side". Caller reported the air embolism was discovered when the patients pressure/st elevation dropped. The air embolism was confirmed by eco. They confirmed that air was in the left side of the ventricular. Medical intervention provided was medication was administered to the patient and the patients head was lowered and the feet were elevated. The patient was reported to be in stable condition. Additional information received indicated the physician was unsure what the exact cause of the event since it was discovered at the end of the case. He believed it could have been the sheath and went with another option for his next case to rule it out. He is a single transeptal user so he considered air could have been introduced during the multiple sheath exchanges but was unsure if this could be the cause due to the amount of air seen. The outcome of the event was that the patients condition improved with st elevation and pressures returning to normal. No more air was seen in either of the chambers on intracardiac echocardiography (ice). When the procedure was finished the patient was able to have a conversion when the anesthesia wore off. The patient did require extended hospitalization due to the event. The physician wanted him to be monitored in the intensive care unit (ICU) the following night with plans to discharge him the next day if his condition allowed. It is unknown if the patient was discharged or not the next day.